Event description:
It was reported during a routine check, the cs300 intra-aortic balloon pump (iabp) has no battery back up. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional information: event site postal code: (B)(6). A getinge field safety engineer (fse) was dispatched to evaluate the unit. Machine has been checked thoroughly and found problem in the battery, after 72 hrs of charging battery not get charged and no battery back up shown. Still awaiting for parts batteries not yet received. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.